Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer contacted ortho to report false negative patient result with both a 0.8% resolve panel b lot# vrb224 exp.11/8/2016 and 0.8% resolve panel a ((B)(4)). After a positive 1+ result with heterozygous s (big) cells for antibody screen using 0.8% selectogen , customer tested patient sample with a 0.8% resolve panel a and obtained a negative result. Customer then tested with 0.8% resolve b lot# vrb224 exp. 11/8/2016 and again obtained negative result. Customer tested with 0.8% resolve c (untreated) and obtained positive results indicating an anti-s (big) presence. Customer states homozygous s cells gave 1+ reactions while heterozygous s cells were negative. Issue started on: (B)(6) 2016, frequency: isolated, sample ID: patient sample, methodology used: provue. Pattern observed: false negative, reaction grade obtained: negative. No patient history, however, after testing with panel c and obtaining positive result, customer expected panel a and panel b to pick up anti-s. Test repeated: no. Qc for screening cells and all 3 panels passed. Patient ruled as having anti-s antibody based on screening and panel c results. Patient was transfused 6 s-negative units of red blood cells. Patient did not have any previous history. Customer used same lot of mts anti-igg gel cards for all aforementioned testing. All reagents stored as per IFU.